Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out-of-range impedance measurements. Surgical intervention was performed and a lead fracture was visually confirmed. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage and insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact within the heart. The reported high impedances are a result of the lead damage observed by the laboratory.